Manufacturer narrative:
This follow up report corrects the administrative error in the initial report. Patient identifier, is corrected from (B)(6).

Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient has passed away from a heart attack. Nevro made several attempts to get additional information; however there is no other information available regarding the event.